Event description:
Information received from the field notes that the patient presented complaining of dizziness and skipped heart beats. A holter monitor revealed pauses, some lasting 3-4 seconds. There were no r-waves or ventricular pacing present. The patient was occasionally pacemaker dependent.

Event description:
It was reported that the catheter was unable to pace from the beginning. There were no patient complications.